Event description:
Customer's family member reported testing the customer with the freestyle flash meter on the finger getting a result of 140 mg/dl. Five minutes later, the customer had a seizure. Another freestyle test was taken during the seizure with a result of approx 240 mg/dl. The paramedics were called and tested with their unknown brand meter with a result of 23 mg/dl. The customer was treated intravenously and transported to the hosp, but not admitted.